Manufacturer narrative:
Investigation: one photo was received and evaluated. The photo depicted an opened blister package from batch #9003651 (p/n 300912) and a loose 10ml syringe. The syringe was observed to have a lengthwise crack in the barrel located approximately between 3ml to 10ml markings outside the printed scale. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had a crack on the syringe body. The following information was provided by the initial reporter: 2 syringes of the same batch found with a crack on the body of the syringe causing a leak. They were used for the sample of solvents (0.9% nacl and ppi water).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 10 ml syringe luer-lok¿ tip had a crack on the syringe body. The following information was provided by the initial reporter: 2 syringes of the same batch found with a crack on the body of the syringe causing a leak. They were used for the sample of solvents (0.9% nacl and ppi water).